Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of failed battery test from the insulin pump. The customer's blood glucose reading was 6.7 mmol/l. The customer replaced the battery and the pump shut down. The customer reported corrosion spots in the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for failed battery test alarms. The long trace history file and power graph analysis confirmed failed battery test alarms and abnormal loaded voltage display at the power graph management tool due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Device received with minor scratched display window and case.